Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported damage to the distal portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. Four x-ray images of the internal and external portions of the patient¿s driveline were submitted for review. An area of thinning of the braided shield was observed a few inches from the controller connector; however, damage was not able to be confirmed. No other areas of concern were observed on the driveline. The vad coordinator reported that the patient had damage to their driveline on the controller and patient side. No low speed or pump stop events were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for vad-62651 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2022-14882. It was reported that the patient had frequent low voltage alarms. There was damage to the driveline proximal to the controller and damage proximal to the patient. The customer was unable to interrogate the pump despite being connected to a system monitor. The last ability to do so was in (B)(6) 2022. The patient previously had their batteries, clips, and power module exchanged. A review of the log files and photos provided by the customer revealed some shield disruption right at the bend relief by the connector but no low speed or pump stop events.